Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, unit will function properly. The device history record review showed no abnormalities related to the reported failure. The reported complaint is not confirmed. Device identifier number (B)(4). Linked to mfg report number: 3004608878-2019-00103.

Event description:
This is 2 of 2 reports. A biomedical equipment technician reported that there were a1114 mayfield infinity skull clamps that needed repair on (B)(6) 2019; clamps not locking under pressure. Additional information was received on (B)(4) 2019 indicating that there were no patient injuries. Procedure and surgery delay were unknown.